Event description:
The customer returned the device stating, "not saving settings, needs a new clock battery"; during device evaluation it was found that the air sensor was damaged. Status of the product at time of event was during testing. There was no patient involvement.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: per visual inspection; air sensor damaged. The complaint was confirmed. Time and date were incorrect. The cause was low coin cell charge. Charged unit for three (3) days to charge coin cell battery. After 3 days the unit was left without charging for one (1) day so see if unit would hold time and date to be able to keep settings. After 1 day the unit was able to keep setting and time and date. Replaced air sensor, calibrated downstream occlusion (dso). Updated software to the latest version and reset to standard configuration. The device passed testing criteria after the repairs. No previous repair history related to the current complaint was noted for the last twelve (12) months.